Manufacturer narrative:
Device had minor scratched lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scuff marks on the screen making it harder to read and insulin pump had to be tilted in different angels to read the screen. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.